Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. On an unspecified date, the customer contact reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified volume of saline solution. After an unspecified length of time, it was reported that the clave port separated from the semi-rigid adapter of the clave secondary ports on the cassette of the tubing set. It was reported that an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.